Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her near vision was worse and she did not gain spectacle independence. Although the outcome was initially encouraging, neither the near nor distant visual acuity are satisfactory without correction. Additional info was received from the surgeon, who reported that after phacoemulsification and prk (photorefractive keratectomy) the consumer's vision is not actually reduced, as she was able to read with correction of 2.5 to 3.0 diopters. The event continues and is not expected to resolve. In his opinion, it is unk whether the iol caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info was requested and received. (B)(4).